Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/02/2025, it was reported by a sales representative via phone that an ar-1665bcsl-39 loop and tac tendonesis eyelet broke off when being placed into the cannula. This occurred during use in a case with no patient effect. No delay to case. Case was completed using another anchor.